Event description:
On 5/4/2022, the site contacted berlin heart inc. To report that a patient supported in the lvad configration had developed hemolysis. The site performed a blood pump change prior to contacting bhi. The reported ldh level was 3347, which is greater than 2.5x the upper limit of normal for the site. The upper limit of normal for this site is 499. The site did not report any abnormal pump noises or the presence of graphite in the air chamber of the pump. The pump exchange was without untoward event for the patient.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use on the patient for 14 days ((B)(6) 2022). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
No abnormalities were observed upon initial examination of the returned pump. The thickness of the valve flaps was within tolerance. The blood pump was then tested for functional performance and the pump performance was within specifications. The pump showed complete fill and ejection. No impairment in functionality, nor any defect were found. No vibration of the valve leaflets was detected. No intermittent noises were detected at the outlet valve during testing. Therefore, no correlation between the pump and increased hemolysis values of the patient could be determined.